Manufacturer narrative:
Concomitant medical products: product ID: tm90t0, serial#: (B)(4), product type: accessory. Product ID: tm90t0, serial#: (B)(4), product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for chronic low back pain and non-malignant pain. It was initially reported on (B)(6) 2020 that starting "a week ago" (B)(6) 2020, the patient saw a ¿no pump found¿ message appearing and couldn¿t get their bolus. The patient called a company representative on (B)(6) 2020 who helped to troubleshoot as much as they could and told the patient to call patient services. The patient later called patient services on (B)(6) 2020. The patient was instructed to try closing all the apps on the phone, power down the communicator (multiple attempts), confirm the light was blinking on the communicator, reposition the communicator, but still got the ¿no pump found¿ message. The patient stated they were larger in size and so they were asked to apply a little pressure with the communicator over the pump, but it did not resolve. A replacement communicator was requested. The patient was to return to their physician¿s office if the new communicator did not resolve the issue. Additional information was received via a consumer on (B)(6) 2020. The patient had received the equipment (replacement communicator) but wanted assistance syncing the equipment. It was determined during call that the equipment had been properly synced, but the patient was still experiencing the no pump found message. The patient was to follow-up with their healthcare provider (hcp) for further assistance.